Manufacturer narrative:
Unit received with button error alarms due to corroded keypad traces. Unable to test for displacement, prime/compromised force sensor system, basic occlusion, occlusion and no delivery tests due to button error alarms. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call that she experienced a blood glucose level of 40 mg/dl. The customer also experienced a high blood glucose level of 400 mg/dl. She took a manual injection and her blood glucose went down to 108 mg/dl. The customer took the insulin pump off. The insulin pump alarmed button error. The customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.